Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator went into backup vvi mode post magnetic resonance imaging (MRI). The patient's device was not MRI compatible. The device was restored to original parameters. The patient was stable.